Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 590 mg/dl at the time of incident. Troubleshooting found that a piece from the battery compartment is missing. Customer treated their high blood glucose with an injection and was also hospitalized. The customer indicated they were unable to troubleshoot further and that they would call back. The customer does not have the pump with them at the moment. No further details given.